Manufacturer narrative:
No product was returned for evaluation.(B)(6)

Event description:
The anchor threads stripped during insertion; hard bone; unable to remove screw; broke off the top and put in an arthrex anchor.